Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the monitor image of the video system center goes blank. The issue occurred during an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated: b5, d8, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported disappearing monitor image issue was determined to be due to a faulty serial digital interface (sdi) cable. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information reported: there was a short-term prolongation of the procedure and minor additional use of narcotics. The procedure was successfully completed.